Manufacturer narrative:
(B)(4). D10: medical products: item#: unknown, unknown central screw; lot#: unknown. Item#: unknown, unknown peripheral screw; lot#: unknown. Item#: unknown, unknown peripheral screw; lot#: unknown. Item#: unknown, unknown peripheral screw; lot#: unknown. Item#: unknown, unknown peripheral screw; lot#: unknown h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on and unknown date. Subsequently, the patient is being considered for a revision surgery due to glenoid bone loss that has caused the patient pain and possible loosening of implants. Multiple attempts have been made for additional information, but no additional information has been received at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1825034. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.